Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to customer's blood glucose level. Technical support instructed the customer to remove pump case, inspect various components, and clean the pneumatic tap area. Customer was unable to reload original cartridge but successfully loaded a new cartridge, allowing them to complete load process and resume insulin administration.